Event description:
During testing of the ventilator after service, the manufacturer's service technician reported the unit failed testing due to a failure of the exhalation pressure transducer on the sensor pcb board. During normal operation, the reported failure may result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient at the time of the reported failure, therefore there was no patient involvement or harm. The user did not report the finding during any previous testing or usage. The service technician replaced the sensor pcb board to correct the finding. Extended self testing (est) was completed and all tests passed to operating specifications.